Event description:
An advanced neuromodulation systems (ans) dorsal-column stimulator was implanted in the patient. The stimulator functioned well at first but two weeks post-operative the patient felt that there was no longer proper programming of the pulse generator. This represented a possible problem with the stimulator, potentially an impedance kinking in the line. Intra-operatively the patient had normal impedances indicating that the pulse generator was likely malfunctioning. It was removed and replaced.